Event description:
Caller reported an issue during the fill tubing step of the load sequence where no drops of insulin were seen at the end of the tubing, affecting blood glucose levels, which ranged from 468 to 550 mg/dl. There was an adverse impact on the customer's blood glucose level. Customer took corrective action by administering a correction injection via multiple daily injections (mdi) without assistance from a third party. To resolve the issue, the customer changed both the infusion set and cartridge and successfully resumed insulin. Tandem technical support was to send replacement cartridges as requested by the customer.